Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under front therapy pad. The patient described the rash as mild, red, and itchy. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician prescribed medication and advised her not to wear the lifevest for a few days. Follow up indicated that the skin irritation has improved and is now wearing the lifevest again.